Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tunnel collapsed. A second device was opened, but the same failure was experienced. The procedure was converted to an open leg technique to retrieve the vein. No additional pt complications were reported.